Manufacturer narrative:
Part # 310.284. Synthes lot # l005629. Release to warehouse date: may 25, 2016. Manufacturer: (B)(4). No ncr's were generated during production. Visual inspection: the lcp drill bit ø2.8 w/stop l165 2flute (p/n: 310.284, lot #: l005629) was returned and received at us customer quality cq. Upon visual inspection, it was observed that the device was bent. The stop ring was missing from the device. The tip of the device was observed and no issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Yes. No dimensional inspection can be performed due to post-manufacturing damage and missing components. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Drill bit 2-flute dx.x with stop ring. Complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. The complaint condition was confirmed for the lcp drill bit ø2.8 w/stop l165 2flute (p/n: 310.284, lot #: l005629). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the drill bits were dull, deteriorated, and bent. Procedure was completed successfully with no surgical delay. This report is for a 2.8mm drill bit/qc/165mm. This is report 3 of 3 for (B)(4).